Manufacturer narrative:
From the device history record, lot number 11td04sh was reviewed. There was no exception recorded in the device history record that could lead to the reported incident. No sample was available for the investigation. According to cardinal health¿s supplier, the linting content of the batch does not exceed the standard operation procedure (sop) which the linting content will not exceed (B)(4) of towels. From the investigation, the root cause could not be determined. No action will be taken, however, cardinal health will continue to monitor for trends.

Event description:
Based on information received from the customer they stated the pack allegedly contained very poor-quality towels that is reportedly creating a lot of excess lint on the field. There was no injury to patient.